Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level was 300 mg/dl. Reportedly, customer was unable to resolve the occlusion and reverted to manual injections for insulin therapy.